Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient underwent an unrelated surgery without placing the scs system in surgery mode. As such, the ipg did not communicate with external devices. Troubleshooting was able to resolve the issue and recover the ipg. The programs were added to the ipg and therapy was established.

Manufacturer narrative:
An ipg with communication issues was reported to abbott. The issue was resolved through troubleshooting. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.